Event description:
According to the reporter: the tip of the endoclinch broke off as the surgeon tried to remove the gallbladder. No pt injury was reported. Procedure: unk

Manufacturer narrative:
Initial report submitted: 4/15/08.